Event description:
It was reported while testing for sars cov-2 2 false positive results were obtained. A repeat test was performed. There was no report of patient impact. Eua# (B)(4). The following information was provided by the initial reporter. The customer stated: the ¿product didn't detect accurately-bought them before going to (B)(6) to use while traveling as the us entry rules changed as of (B)(6) 2022. So wanted to make sure we took all precautions took the tests thinking we had nothing to worry about and the tests showed us positive. We immediately went to a test site in pvr and got retested showing we were negative."

Manufacturer narrative:
Medical device expiration date: unknown. The customer's address is unknown. (B)(6), USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported while testing for sars cov-2 2 false positive results were obtained. A repeat test was performed. There was no report of patient impact. Eua #(B)(4). The following information was provided by the initial reporter. The customer stated: the ¿product didn't detect accurately-bought them before going to puerto vallarta to use while traveling as the us entry rules changed as of (B)(6) 2022. So wanted to make sure we took all precautions took the tests thinking we had nothing to worry about and the tests showed us positive. We immediately went to a test site in pvr and got retested showing we were negative."

Manufacturer narrative:
H6: investigation summary: this summarizes the investigation results regarding a complaint that alleges a false positive test result while using the bd veritor at home covid-19 test (material # 256094), batch number unknown. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. There are no current trends against false positive. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.